Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("very abundant menstruations") in a 42-year-old female patient who had essure inserted. According to the reporter, the patient had no relevant medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia and pelvic pain with essure. The reporter commented: poor tolerance of essure with quick onset of pelvic pain and very abundant menstruations. Defective sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2019: report from the healthcare professional ¿ patient¿s demographic data; medical history and concomitant treatment (none); onset date of events menorrhagia and pelvic pain ((B)(6) 2016); essure removal date ((B)(6) 2017); and essure removal method (bilateral salpingectomy). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("very abundant menstruations") in a female patient who had essure inserted for contraception. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia and pelvic pain with essure. The reporter commented: poor tolerance of essure with quick onset of pelvic pain and very abundant menstruations. Defective sample was available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("very abundant menstruations") in a 42-year-old female patient who had essure inserted. According to the reporter, the patient had no relevant medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia and pelvic pain with essure. The reporter commented: poor tolerance of essure with quick onset of pelvic pain and very abundant menstruations. Defective sample was available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.